Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user noticed the ilet display screen was cracked while mowing the lawn, after which the screen was not visible and the user could not continue using the device; blood glucose was reported in range and the user transitioned to backup therapy and shut down the device per instructions. Symptoms included no adverse health effects. Outcomes included a device replacement and return of the original device. Investigation included complaint handling, device replacement logistics, and data review as available. Investigation of this device revealed physical damage to the front display assembly consistent with external impact, with no indication of a device malfunction affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.